Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there an alert occurred on the device. An interrogation report showed that there was high undefined impedance on the pace sense portion of the right ventricular (rv) lead. It was also noted that there were multiple oversensing episodes. Ot was noted that the rv lead had fractured. The lead was reprogrammed, turned off and explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. The interior right ventricular defibrillation cable was extrinsically fractured due to melting. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.